Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist stated that during the clinical evaluation multiple dental concerns that contraindicate the use of clear aligners have been identified. Those include impacted wisdom teeth, prominent labial frenum and untreated periodontal disease. Base on these findings it is recommended to cease aligner treatment. Appropriate dental and periodontal and restorative care should be completed first.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.